Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed. A field service engineer (fse) opened smart remote manager and found that the latch mini switches were discoloured and worn. The latch was replaced, and the hasp was realigned to ensure the door was properly aligned. Using the hardware test application, the fse tested the latch and verified that it opened and closed correctly. The door alignment was also confirmed, and the door opened and closed properly. Additionally, the fse performed preventative maintenance on the smart remote manager. Logged in as cf support and opened the hardware test application. The refrigerator was opened and a temperature probe was placed inside. After allowing the temperature to stabilize, the reading was recorded. The fse verified that the door and latch opened and closed properly and were aligned. The device was also confirmed to be online and communicating successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator malfunctioned and required maintenance. The customer indicated that the hardware failure alert appeared two to three times per day. The customer attempted to recover the storage space; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.